Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that two limbs of the ivc filter detached. One detached limb was removed and the other detached remains embedded in the ivc wall. The device was removed percutaneously. The patient experienced pain on the right side. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and eight months later, the patient scheduled for the inferior vena cava filter retrieval, the right internal jugular vein was accessed. Through the sheath, a 10mm snare was used through the 5french bern to remove a broken filter arm. Failed attempts to remove a second broken arm with the same techniques were then used. The snare was then used in failed attempts to remove the filter. After multiple unsuccessfully failed attempts to remove the filter. Using a contra catheter and a 15mm snare, a loop snare was formed around several of the filter elements. This time, the filter was pulled back, the apex freed and then guided into the sheath allowing it to be removed, leaving only the previously mentioned filter arm. Through the sheath, failed attempts were made to remove the arm using the snare/ catheter combination and the forceps. Successful technically difficult removal of a fractured bard eclipse inferior vena cava filter. All but one fractured arm of the filter was removed. The retained filter arm was fully embedded in the inferior vena cava wall and was unlikely to be of clinical significance in the future. Therefore, the investigation is confirmed for alleged filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter tilt. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter limb detachment and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that two limbs of the ivc filter detached. One detached limb was removed and the other detached remains embedded in the ivc wall. The device was removed percutaneously. The patient experienced pain on the right side. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years nine months post filter deployment, spot imaging demonstrated two filter arms detached and retained local to the main portion of the filter. A 10-mm snare was used to remove a detached filter arm. A catheter and snare was used to free the embedded filter apex and the filter was successfully removed. Attempts to remove the second detached arm using snare, catheter combination and forceps were unsuccessful as the arm was fully embedded in the ivc wall. Therefore, the investigation can be confirmed for limb detachment, retrieval difficulties and filter tilt. Per the medical records, filter apex was embedded in the ivc wall. This likely resulted in the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Medical records review: the patient status post trauma had an inferior vena cava filter deployed in an infrarenal inferior vena cava (ivc) filter deployed with the apex at l2/l3. The filter was deployed in appropriate position without significant tilt. Approximately five years nine months post filter deployment, the patient was scheduled for filter retrieval. Spot imaging demonstrated two detached filter limbs. A snare device was used to remove one detached limb, but was unsuccessful at retrieving the other. An attempt was made to retrieve the filter with forceps, but was unsuccessful. Maneuvers to free the embedded filter apex were performed. Using a snare and catheter, a loop was formed around several elements of the filter and the filter was guided into the sheath. Attempts were made to remove the detached limb, but were unsuccessful. Follow up cavogram demonstrated the detached limb fully embedded in the ivc wall. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years nine months post filter deployment, spot imaging demonstrated two filter arms detached and retained local to the main portion of the filter. A 10-mm snare was used to remove a detached filter arm. A catheter and snare was used to free the embedded filter apex and the filter was successfully removed. Attempts to remove the second detached arm using snare, catheter combination and forceps were unsuccessful as the arm was fully embedded in the ivc wall. Therefore, the investigation can be confirmed for limb detachment, retrieval difficulties and filter tilt. Per the medical records, filter apex was embedded in the ivc wall. This likely resulted in the alleged retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that two limbs of the ivc filter detached. One detached limb was removed and the other detached remains embedded in the ivc wall. The device was removed percutaneously. The patient experienced pain on the right side. However, the current status of the patient is unknown.